Event description:
It was reported the patient¿s pump had to be removed. The patient had chronic obstructive pulmonary disease (copd) and ¿it¿ depressed the patient¿s respiratory ¿too much¿. The patient had to go on a ventilator for two weeks. It was reported, ¿my pulmonologist and cardiologist, because I went into congestive heart failure and I mean it was just one thing after another. And they said that as soon as I got better I had to have the pump removed. And I just could not use the medication.¿ the patient was reportedly in the hospital for four and a half months. When the patient was taken off the respirator, they reportedly could not walk. As a result, the patient went to another hospital, to rehab, to learn how to walk again. It was then stated, ¿but that¿s why I had to have the pump taken out.¿ it was confirmed the pump was depressing the patient¿s respiratory system ¿too much¿ and was ¿slowing down my system.¿ it also reportedly constipated the patient ¿too much¿ and the patient became impacted and had to have ¿another¿ surgery for that. It was noted, ¿it¿s a shame because I had it for seven years and there was never a problem. But when the copd started getting worse, there was just nothing they could do.¿ the pump was reportedly removed in (B)(6) 2012 at which time the catheter was left ¿intact, they just capped off the catheter and took out the pump.¿ the device system had been used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
Product problem was not applicable to this event. (B)(4).

Event description:
Additional information received reported the hospitalization for four months, the difficulty walking and heart failure were not related to the pump or therapy. The difficulty was walking due to shortness of breath related to heart failure. The hospitalizations were related to asthma exacerbations, copd and heart failure were all not related to the pump. The asthma and copd were medical history prior to the pump being placed. It was noted there was no mention of constipation found in the patient&#38112;chart. It was noted the patient was on oral stool softeners prophylactically. It was reported no troubleshooting was done because the pump did not cause any issues. The patient was weaned down off the morphine per the request of her primary care physician (pcp). It was noted the patient had a long history of asthma and copd and the pcp did not want the patient to receive any more long term pain medications. It was confirmed the device was removed on (B)(6) 2012 and was destroyed by the hospital. It was reported the catheter was tied off at the distal end near the lumbar drain where it was connected to the pump and then cut. The catheter still remained in the patient.

Manufacturer narrative:
Updated: ¿hospitalization¿ and ¿life-threatening¿ no longer apply.